Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733575r, serial/lot #: (B)(4), product ID: 9733625, serial/lot #: (B)(4), product ID: 9733627. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the ¿localizer not connected¿ message was displayed in the camera detail and there was a red cross mark on the camera icon. Two green leds in the camera were lit, but the scu was power cycling intermittently. One beep was heard from scu with flashing led plus 2 beeps were heard from the camera approximately every 30sec. The computer and camera were recently replaced. Replacing the scu didn't resolve the issue, and it was found that camera external cable was damaged. Also, the system shuts down after unplugging the main power cable. Replacing ups and battery to prevent future failure. There was no patient.

Manufacturer narrative:
H3: a manufacturer rep went to the site to test the system. The system passed the system checkout after parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No failure was found with the returned ups. C19 is associated with the ups. H3: the cable was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed with the returned cable. It was physically damaged and it was not possible to perform continuity testing. Analysis found that the reported event was related to a mechanical issue. C07 and d02 are associated with the cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that parts were replaced. A system checkout was planned.